Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that when the surgeon began to apply compression to the panta nail they noticed the plastic targeting device was moving independently of the metal ¿internal¿ targeting device. They looked more closely and noticed the internal metal cylinder of the plastic targeting device was broken, the set screw/pin that holds it inside the plastic portion was also broken. They had to take down the entire procedure up to that point and use the targeting device from the back up set in the room and continue with procedure. No patient injury reported and the event lead to 90 minutes surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on october 9, 2017. Results: DHR review; no information about lot number, no DHR review can be done. Complaints history; this is the second incident reported to newdeal about disassembly between nail fixation axis and support device for a 519110nd for the past two years. During the same time period, 2388 about panta nail have been sold. The complaint rate for this kind of incident during the stated time period is 0.083 percent. Conclusion: product not returned therefore investigation for root cause cannot be performed.